Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications . No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported having epileptic seizures (with no prior history) and the invisalign system aligners were being used at that time.

Event description:
The patient reported the symptom of epileptic seizures. The patient reported visiting general physicians and a neurologist due to the reported symptom. The patient was prescribed an anti-seizure medication (unspecified) to alleviate the reported symptom. The treating doctor considered the event was serious but not life threatening to the patient.